Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Angina and stenosis are known adverse events associated with coronary stenting as noted in the xience v instructions for use (IFU). These known pt effects are not necessarily an indication of a product quality issue. There does not appear to be any indications of a stent delivery system quality problem as there was no reported device malfunction. It should be noted that the IFU states, "pre-dilate the lesion with a ptca catheter." A conclusive root cause for the reported pt issues and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the pt underwent stenting of the mid rca (no pre-dilatation) with a xience stent in 2008. In the next day, the pt experienced unstable angina pectoris and was hospitalized. Treatment was percutaneous coronary intervention due to restenosis of the target lesion. No additional event or pt info is available.